Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has never received effective stimulation. Reprogramming attempts to provide resolution have been unsuccessful. Impedance readings have shown no anomalies. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's lead was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.